Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h1; h2; h3; h6; h11 d4: attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the provided pictures identified an impactor pad, however from the picture provided the reported event is not able to be confirmed. No product was returned therefore no further evaluation can be made. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the instrument broke. There was no patient involvement.